Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 12:30:43 on (B)(6) 2024. At 23:24:42 on (B)(6) 2024 an arrhythmia was detected. ECG shows asystole. At 23:25:26, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non-life-sustaining rhythm. The electrode belt was disconnected at 23:44:29 on (B)(6) 2024.